Manufacturer narrative:
No unexpected frozen display was noted. The time advanced normally. All buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had minor scratches on the display window, a broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a broken belt clip slot, a stained end cap sticker and a stained address and serial number label.

Event description:
The customer reported that the screen on the insulin pump became frozen at times. She stated she was going to enter carbohydrates and the insulin pump stopped and would not advance and went back to normal. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.